Event description:
It was reported that there was possible oversensing on the atrial channel and that it appears as myopotential noise causing the patient to receive inappropriate therapy for what appeared to be sinus tachycardia. The atrial lead was inactivated but remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.